Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level elevated from 155 to 260 mg/dl since completing the load process. During troubleshooting with tandem technical support, air bubbles were noted in the tubing. The customer was instructed to prime out the air bubbles. Customer acknowledged.